Event description:
I experienced a product issue with a tampon (brand: b.pure, purchased from dollar tree, manufactured for fourstar group USA, inc.). During normal use, the tampon [invalid] detached completely, leaving the tampon retained internally. I was unable to remove it myself and required removal by an ob/gyn. There was no misuse of the product. This appears to be a product defect involving [invalid] detachment. Location of purchase: dollar tree, (B)(6) I am reporting this due to concern about potential product safety and quality issues.